Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient was currently out of town, hospitalized and had to be catheterized since they can't urinate properly. Patient stated they have their handset and recharger but not their communicator and they need to turn therapy back on. Patient stated they hadn't charged ins in a while and thought they were cured but then when they started charging ins again, noticed it was at 60% but that therapy was off. An email was sent to the repair department. Patient appeared unfamiliar with the fact that they needed a communicator and asked what it looked like but then it sounded like patient may have left communicator at home so technical services (tss) proceeded with repair request for lost communicator. Caller spoke with manufacturer representative (rep), but rep didn't have a communicator they could give the patient. Tss added note that patient described that they thought they were cured and then "boom" and proceeded went on to talk about charging the ins. Tss took this to mean patient experienced return of symptoms suddenly. Tss reviewed with patient that ins likely depleted and turned off and would have to be turned back on manually after charging. The patient called back to get tracking number. Consulted with repair tracking and not been assigned yet but they will notify patient services (ps) when it is assigned and ps will call patient back with the tracking number. Patient gave the ok for ps to leave tracking number on voicemail. Call was transferred to the mgu queue, agent reported patient had to go to the ER and re-reported patient had to be catheterized. Patient said they were calling back to find out if the communicator had shipped yet and to get the tracking number. Consulted with repair, tracking info has not been assigned yet. Ps reviewed with the patient when tracking info is assigned, ps will call patient back with the tracking number and ps can leave tracking number on voicemail. Reopened case to add tracking number to secure note field attempted to call patient multiple times and got the busy signal and error message. Patient called, provided the (B)(6) 2022 tracking number. Patient called back. Caller was not happy that his delivery will not arrive until monday. Caller was told shipment would come on saturday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp said the urinary retention is pre-existing and catherization is a standard of care of the patient. The hcp said the cause of the issue was failure to charge the device so they reviewed the instructions for recharging device weekly. The issue has been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and patient. The hcp said the urinary retention is pre-existing and catherization is a standard of care of the patient. The hcp said the cause of the issue was failure to charge the device so they reviewed the instructions for recharging device weekly. The patient called in asking for assistance to use their communicator to turn stim back on. After successfully pairing the communicator to the handset and synching the handset showed: por has occurred, please check the charge level. Pt said they recently charged to 50 percent. Pt was successful to turn stim back on. Pt then asked if they could take the catheter out. The issue has been resolved. No further complications were reported.